Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hypoglycemia, calibration not accepted and reported difference between sensor glucose and blood glucose values. The customer reported a blood glucose value of 204 mg/dl. The customer reported hyperglycemia was treated with a manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). The customer reported hypoglycemia was treated with glucose/carb intake. The customer reported a low blood glucose value of 60 mg/dl the event involved product(s) mmt-1884, mmt-399a, mmt-332a, mmt-7040a. Troubleshooting was performed for sensor alerts. The customer received a change sensor alert. The customer was unable to run a transmitter test and/or test passed. The customer was advised to try another sensor. Troubleshooting was performed for sensor glucose vs blood glucose. Sensor glucose and blood glucose values were within target range of difference. Explained the sensor appeared to be responding to changes in the glucose. Troubleshooting was performed for high blood glucose. The customer was using the auto mode/smart guard feature at the time of the event. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was alleged under delivery of the pump. A high-pressure test was performed on the pump, and the pump passed the test. Troubleshooting was partially performed for low blood glucose. The customer confirmed receiving the insulin flow blocked alarm at high time. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-399a. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.